Manufacturer narrative:
There was no device malfunction with this event. The hygienist was cleaning behind the column of the unit at the bottom. The hygienist lowered the column by pressing on the down arrow button on the side of the column while still cleaning and got her hand sandwiched by the column, resulting in a contusion to her hand and thumb. The hygienist went to get treatment at a hospital. No further information on treatment were provided. In conclusion user error contributed to this event when the hygienist did not stop lowering the column and remove her hand in time to avoid injury.

Event description:
The hygienist received injury to her hand while cleaning behind the column of the x-ray unit.